Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the vns patient was diagnosed with gastroparesis on (B)(6) 2014. The neurologist was unsure whether the patient¿s gastroparesis was related to vns. Diagnostic results showed normal device function. No known interventions have occurred to date.